Event description:
The reporter stated that the physician made an error and implanted the valve to drain in the wrong direction. The patient was sent home after the procedure and became ill in the evening with symptoms of stomach upset. The physician operated on the patient again the following day. During this second procedure, he noticed that he had placed the device incorrectly. The physician implanted a replacement correctly and the patient did well post operatively.

Manufacturer narrative:
Return of the device involved in the reported incident for evaluation is not expected. An investigation has been initiated based upon the reported information.